Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) team alerted the clinical team regarding the patient having acute persistent low flows on 0.0 to 0.8 liters per minute (lpm) starting that morning. The patient was returning to the operating room (or) for a transesophageal echocardiogram (tee) to rule out right ventricular (rv) dysfunction or possible ingestion. Additional information was received on 17may2025 that the patient was taken back to the or for a pump exchange on (B)(6) 2025 due to a thrombosed pump and a minimally dilated left ventricle. The thrombus had ingested into the pump causing the 0.0 lpm flows, but the physician was unsure where the thrombus had originated from. A right ventricular assist device (rvad) was placed and the patient was recovering in the cardiovascular intensive care unit (cvicu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus in the pump could not be confirmed as the pump was not returned for evaluation, and transesophageal echocardiogram (tee) images were not provided for review. Review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this investigation, the account attributed the cause to the pump thrombus. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular dysfunction could not be conclusively determined through this investigation. The controller event log file contained events from 16may2025. Low flow hazard alarms were captured for the majority of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate 3 lvas support until they reportedly passed away (MFR. Report #2916596-2025-06188). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and right heart failure, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus in the pump could not be confirmed as the pump was not returned for evaluation, and transesophageal echocardiogram (tee) images were not provided for review. Review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this investigation, the account attributed the cause to the pump thrombus. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported right ventricular dysfunction could not be conclusively determined through this investigation. The controller event log file contained events from 16may2025. Low flow hazard alarms were captured for the majority of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and right heart failure, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.